Event description:
The customer obtained non-reproducible, higher than expected, vitros tropi es results on multiple patients, using a vitros eciq immunodiagnostic system. The initial and repeat tropi es results for those patients are: patient 1 yielded 0.199 ng/ml vs. <0.012 ng/ml, patient 2 yielded 0.073 ng/ml vs. <0.012 ng/ml, and patient 3 yielded 0.063 ng/ml vs. <0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The repeat results were believed to be the accurate tropi es results for the patients. The non-reproducible, falsely elevated tropi es results were reported outside the laboratory, however, corrected reports were issued to the physicians and there were no reported allegations of patient harm. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros tropi es results were obtained from multiple patient samples processed on a vitros eciq immunodiagnostic system. The most likely assignable cause of this event could not be determined, however, the effect of sample processing could not be ruled out as having contributed to the event. The customer had processed the patient samples outside the sample collection tube manufacturer's recommendations for centrifugation speed. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. Therefore, the effect of improper sample processing could not be ruled out as a contributing factor. An instrument issue cannot be confirmed as acceptable vitros tropi precision runs have been obtained, and data log analysis found no indication the eciq system malfunctioned. There was no allegation of patient harm as a result of this event.